Event description:
It was reported that the pump latch lock was not locking. There was no patient involvement. Device analysis revealed the downstream occlusion seal was delaminated, and the downstream occlusion sensor was damaged.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the latch handle was broken off. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed. The downstream occlusion (dso) sensor seal was delaminating, and there was damage to the chassis near dso seal. The dso sensor and seal were replaced.